Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had a big air bubbles. Customer reported big air bubble during therapy. Customer continued with troubleshooting. Customer tried all the remedies to remove the air bubble by tapping reservoir and gathered all small bubbles into large one then pushed the plunger of the reservoir. But air bubbles were not removed successfully. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.